Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, no audio, which was reproduced during evaluation caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was investigated further for root cause. The I/o pcb was installed in two test pumps and no failures were identified on the I/o pcb circuitry. It is possible that the act of replacing the I/o pcb during the initial evaluation corrected the failure indicating an issue with the connection between the backflex and I/o pcb; however, the opportunity to positively identify this was lost following the initial evaluation. The I/o pcb will be replaced and proper audio output was ensured during the service process. (B)(4).

Event description:
It was reported that a spectrum pump had no audio in the intensive care unit. It was also reported there was no patient involvement.